Event description:
Information received on a smiths medical cadd legacy 6500 pump. Pump underinfused an unknown medication and drug was removed from cassette and new pump implemented. No adverse events to patient reported.